Event description:
Customer reports receiving a cut in 2009, while crushing direct check control vial. Customer reports using protective sleeve required to activate controls for use.

Manufacturer narrative:
Manufacturer evaluation / investigation currently in process.